Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient in belgium who was receiving baclofen (unknown concentration, dose, and lot number) via an implantable pump. The programming date from most recent refill prior to event was (B)(6) 2015. The date of the event was unknown. It was reported the patient experienced swelling at the site of the implanted baclofen pump. The event resulted in an emergency room visit/unscheduled clinic or office visit. No action was taken. On (B)(6) 2015, computed tomography (CT) scan without contrast was done. The results were suboptimal, tip of the catheter was not visible and the connection of the pump was not visible. Magnetic resonance imaging (MRI) without contrast was done and there was no evidence for ¿discus hernia, nor root friction, no spinal channel stenose¿. A catheter leak could not be excluded. Device diagnosis was catheter leakage. The patient will contact the hospital if she agrees with a revision of the system. The outcome was ongoing. Etiology was possibly related to the device or therapy and unlikely related to the implant procedure. Additional information indicated that the etiology was possibly related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: 008699253, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, additional information was received from a foreign healthcare professional (hcp) involved in a study. The catheter lot# was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign healthcare professional (hcp) via product surveillance registry (psr). It was reported the event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, lot# 008699253, implanted: (B)(6) 2015, product type: catheter.

Event description:
On (B)(6) 2017, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr). Additional information reported the patient was receiving baclofen (1000 mcg/ml at a dose of 150 mcg/day) for spasticity (cerebral palsy and spastic diplegia). The reported issue with the suboptimal CT scan was clarified; the image was not a full profile and the tip of the catheter was not visible at the pocket in the back therefore, no luxation from the durasac. The connection of the pump was not visible due to a super position of the pump. The patient was advised to undergo a revision of the system, but at the moment, the patient was still refusing this. The cause of the catheter issue was "probably less functionality of the pump system". It was also noted the patient felt pain at the site when pressure (for example; sitting on a chair). The date of resolution without sequelae was updated to (B)(6) 2017.